Manufacturer narrative:
A2) patient date of birth - not available from facility. A4) patient weight - not available from facility. H3) the lld was discarded, thus no returned product investigation was performed. H6) cardiac perforation and death are known risks of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to cied/pocket infection. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath, progress was made to the mid innominate vein. Then, switching to a spectranetics 13f tightrail rotating dilator sheath, advancement was made into the right ventricle. While pulling with traction, the lead released, except the patient¿s blood pressure dropped, and a pericardial effusion was detected via transesophageal echocardiogram (tee). Rescue efforts began, including pericardiocentesis and sternotomy. An rv perforation was discovered and repaired, but the patient¿s ejection fraction (ef) remained low, and was placed on extracorporeal membrane oxygenation (ECMO) to allow the heart recover. However, the following day, the decision was made to withdraw life support, and the patient did not survive. This report captures the lld ez device in use when the rv perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.